Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer reported that display screen was blank until battery change. Customer's blood glucose was 339 mg/dl. Customer declined further troubleshooting. Customer was advised to monitor insulin pump.